Manufacturer narrative:
H3, h6: the reported 5.5 healicoil sa pk anchor assembly, used in treatment, will not be returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor broke during a hamstring repair. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality, the instructions for use does not indicate the use of this anchor in hamstring repairs. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during a hamstring repair, the shaft of the healicoil delivery device broke inside the patient. All pieces were removed from the patient with a grasper. The procedure was successfully completed without a significant delay using the same device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.